Manufacturer narrative:
Analysis confirmed the pump battery displayed high resistance. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving morphine 15 mg/ml at 6.7 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported a critical alarm occurred. More specifically, a reset occurred. It was unknown if the patient experienced any symptoms. The reporter was to follow-up with the healthcare provider (hcp). It was noted the pump was being replaced on (B)(6) 2016. Further information was provided that the patient started to experience symptoms on (B)(6) 2016. The symptoms included: headache, face flushing and increased pain. The patient presented to the emergency room (ER). The ER was not aware the patient had a pump and was sent home. The patient presented again to the ER the following day with the same complaints. At some point a MRI was performed. When the patient's pump was interrogated following the MRI, it was discovered the pump was in safe state. Per the logs, a reset, low battery reset and safe state occurred on (B)(6) 2016 at 17:12.

Manufacturer narrative:
Product event summary #. The pump was returned and analysis confirmed the allegation. Evaluation determined that standard investigation is needed because it was reported that a low battery reset and safe state occurred. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4) - CAPA monitor - pc - synchromed ii battery issues. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the initial report that the logs displayed a low battery reset and safe state occurred on (B)(6) 2016 at 17:12. Upon return, analysis confirmed multiple low battery reset and safe state occurrences. It was confirmed the battery displayed high resistance. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by a consumer via a manufacturer's representative. It was reported that the patient has complained of headaches that had persisted since the pump replacement on (B)(6) 2016. It was noted by the healthcare provider that the patient had a recent head MRI; it was stated that nothing abnormal was revealed. It was stated that the patient has been having trouble with high blood pressure and feels that it might be a factor, but since the patient reported correlation at time of pump replacement, the healthcare provider wanted to do a workup. The patient was reported as having good pain control except for the headaches. The patient's medical history included hypertension and compression fractures. It was stated that the patient's concomitant medication include a blood pressure medication, but the name was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.